Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
Additional information was received on 11/03/2025: the ar-3636 knotless 1.8 fibertak anchor remained in the patient, but its sutures were removed. The procedure was completed using an ar-3600 fibertak suture anchor (1.6 mm) with #2 fiberwire. The case experienced a five-minute delay, and no additional anesthesia was administered.

Event description:
On 10/24/2025, a sales representative reported via email that during a labral repair procedure performed on (B)(6) 2025, an issue occurred with an ar-3636 knotless 1.8 fibertak anchor. The surgeon drilled the hole with the guide in place and did not move the guide during insertion. Upon tapping in the inserter and setting the anchor, the shuttling suture became stuck and was unable to pass or shuttle, despite the anchor being properly set. Two anchors had been used successfully prior to this incident without any issues. The anchor failed to shuttle the repair suture around the labrum due to the 2-0 shuttling suture being stuck.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.